Manufacturer narrative:
Pump alarmed constant failed battery test alarm after battery was inserted due to corroded battery tube. Unable to verify for motor error alarm and perform basic occlusion, prime, the excessive no delivery and displacement test due to constant failed battery test. The motor was tested outside the device and passed motor test. Pump received with scratched lcd window, cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 200 mg/dl. Troubleshooting was not performed. The device was returned for analysis.